Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped during surgery and did not work. Also, the hudson drill attachment stayed plugged in and was not removed. There was no patient harm reported. There was however, a 40 minutes delay in surgery, and the procedure was completed with an alternate device.